Event description:
It was reported by the pt that during a coronary drug eluting stenting treatment procedure the "device became stuck" a 3.0x12mm taxus express2 drug eluting stent was used. "After placing a second stent, the device became stuck. After many tries, consulting another physician, the device freed". No additional info is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.